Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jan-2019 with the following findings: a review of the pump¿s black box and history showed no activity related to the event. During testing, the battery was removed and the pump maintained basal programs. The rewind, load, prime sequence was performed successfully. The pump was exercised for 12 hours with no issues. The complaint was not duplicated or confirmed during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the basal setting would be erased from pump after the battery was changed. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.